Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) came out without getting caught inside vessel wall. The user attempted to deploy the mynx sealant by pressing button number 1, but the balloon came out. There was no trace of balloon rupture. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was used during coronary angiogram procedure and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The device was used in a retrograde approach. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive tension applied to the device (as indicated in the tension indicator). There were no multiple sheath exchanges prior to the use of the mynx device. The device was prepared according to the IFU. Additional patient and procedural details were requested but were not available. A non-sterile mynx control vascular closure device 5f along with the syringe and non-cordis sheath involved in the reported complaint were returned for the investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present in its manufactured position pre-swelled due to the exposure of blood observed. The sealant sleeves showed a split condition that can be attributed to the pre-swelling of the sealant previously exposed. Additionally, the balloon was not retracted as expected, as the button 2 was not depressed. No other anomalies were observed during the analysis. Per functional analysis, during the inflation attempt, presence of saline substrate was detected and did not permit the water to flow during the inflation attempt. Therefore, an inflation/deflation functional test could not be successfully achieved. The balloon did not present any type of rupture nor damage that could be attributed to any balloon burst or damage condition. The sealant tension indicator was tested to review the balloon pull indicator mechanism expected to happen when the balloon is pulled against the blood vessel, confirming the adequate mechanism with the evidence observed during the test. Additionally, due to the sealant sleeves and sealant conditions, a deployment test was executed, resulting in the sealant deployment and complete balloon retraction as expected per the device¿s intended use. Per microscopic analysis, a high magnified visual inspection was executed to review the conditions of the sealant and sealant sleeves due to the condition observed during visual inspection. During this analysis, the distal portion of the shaft was perceived kinked, and a split of the sealant sleeves was observed, condition that could be attributable to the premature swelling of the sealant. The reported event of ¿balloon-pull through¿ could not be confirmed through analysis of the returned device due to the nature of the complaint and there were no damages noted to the balloon. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the pre-swelled condition identified in the sealant that showed an excessive exposure to blood and the split condition of the sealant sleeves. However, the exact cause of the issues experienced by the customer and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, prepping/handling factors (physician was being trained on the mynx control) or concomitant device factors (such as the use of a compatible sheath) possibly contributed to the balloon pull through as there were no signs of a rupture or damage to the balloon and the tension indication passed functional analysis. Additionally, these factors could also contribute to the split condition of the sealant sleeves and the subsequent pre-swelled condition/premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, in the device preparation of the IFU, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull gently on the device handle until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to be pulled through the arteriotomy as well. Neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) came out without getting caught inside vessel wall. The user attempted to deploy the mynx sealant by pressing the button number 1, but the balloon came out. There was no trace of balloon rupture. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was used during coronary angiogram procedure and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The device was used in a retrograde approach. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive tension applied to the device (as indicated in the tension indicator). There were no multiple sheath exchanges prior to the use of the mynx device. The device was prepared according to the instructions for use (IFU). Additional patient and procedural details were requested but were not available. The device was returned for evaluation.